Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer treated their blood glucose levels with manual injections. The customer returned the product for analysis. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.